Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported, "instrument broken in surgery."

Manufacturer narrative:
An event regarding crack/fracture involving an trident driver shaft was reported. The event was confirmed. Method & results: -device evaluation and results: the flexible shaft bent near the point of juncture with the drive fitting. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been 1 other event for the lot referenced. Conclusions: the flexible shaft bent near the point of juncture with the drive fitting. The investigation confirmed the reported event but the root cause could not be determined because the insufficient information was provided. If additional information is provided, the pi will be reopened.

Event description:
It was reported, "instrument broken in surgery."